Event description:
The account stated the architect ferritin reagent lot 34455m200 is generating a > 18% deviation for patient results. No results were reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
When using architect ferritin assay a shift is noted in patient and/or control results when changing to reagent and calibrator lots manufactured using the new internal reference standard. Also noted is the accuracy by correlation claim between architect ferritin and axsym ferritin as listed in the architect ferritin reagent package insert. Abbott has not received any reports of adverse events related to a shift in patient and/or control for architect ferritin assay. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.